Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the product investigation. The following sections of this report have been updated: corrected h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, updated h10 related report numbers, and additional information added to h11. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although an investigation was performed, the root cause of this event was unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Through review of medical article "mid-term outcomes of percutaneous pulmonary valve replacement with edwards-sapien bioprosthesis in native right ventricular outflow tract", by corresponding author dr. Yassin belahnech, the following event was identified as pertaining to an edwards device: one patient with a 20, 23, 26, or 29 mm sapien xt or sapien 3 valve implanted in the pulmonic position via the femoral or jugular vein developed a right ventricular outflow tract (rvot) rupture without hemodynamic compromise. The rupture was successfully sealed percutaneously with a covered stent.

Manufacturer narrative:
The date of the event is unknown; however, according to the article the study period was from may 2016 and october 2022. Therefore, may 1, 2016 was used as the occurrence date. In this case, the exact valve model number is not available. The sapien xt and sapien 3 were identified in the literature. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien xt transcatheter heart valve. The possible PMA number associated with an edwards sapien xt transcatheter heart valve is p130009. The possible PMA numbers associated with an edwards sapien 3 transcatheter heart valve are p140031 and p200015. Investigation is ongoing. Literature reference: belahnech, y., marti-aguasca, g., dos-subira, l., betrian-blasco, p., garcia del blanco, b., calvo-barcelo, m., ... & ferreira-gonzalez, I. (2025). Mid-term outcomes of percutaneous pulmonary valve replacement with edwards-sapien bioprosthesis in native right ventricular outflow tract. Scientific reports, 15(1), 3977.